Manufacturer narrative:
Results: the distal tip of the cat6 was flattened starting at approximately 126.0 cm from the hub. The cat6 was also ovalized approximately 7.0 cm from the hub. Conclusions: evaluation of the returned cat6 revealed a flattened distal tip. If the peel away sheath is forcefully gripped during attempts to advance the cat6 into a parent device, the catheter may become damaged. Further attempts to advance a damaged cat6 may cause the distal tip to collapse resulting in the flattening observed on the returned device. Further evaluation revealed a proximal ovalization. This damage was likely incidental to the reported failure and may have been due to packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to insert a cat6 into a non-penumbra sheath using the peel away sheath, the physician experienced resistance and subsequently, the cat6 became kinked; therefore, it was removed. The procedure was completed using another catheter and the same sheath. There was no report of an adverese effect to the patient.